Event description:
It was reported during the procedure, the right atrial lead (ra) was implanted. The helix mechanism operated appropriately, but sensing of atrial fibrillation was low and required repositioning. The physician proceeded to reposition the lead, however the helix could not be extended. Per instruction there were 30 clockwise turns included with the fixation too performed, while several attempts were made to reposition the lead. The helix still could not be extended. The physician explanted the lead, and tried extending the helix on the table, however the helix was still not extending properly. Therefore the lead was exchanged for a new one, and the procedure was completed without any adverse patient effects.

Manufacturer narrative:
This report was submitted under record #(B)(4). This report was created in error.

Manufacturer narrative:
The device is expected to return to bsc for investigation. This report will be updated after the investigation is complete.

Event description:
It was reported during the procedure, the right atrial lead (ra) was implanted. The helix mechanism operated appropriately, but sensing of atrial fibrillation was low and required repositioning. The physician proceeded to reposition the lead, however the helix could not be extended. Per instruction there were 30 clockwise turns included with the fixation too performed, while several attempts were made to reposition the lead. The helix still could not be extended. The physician explanted the lead, and tried extending the helix on the table, however the helix was still not extending properly. Therefore the lead was exchanged for a new one, and the procedure was completed without any adverse patient effects.